Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced but failed to cross the lesion and the non-bsc guidewire could not be pulled in or out. The entire balloon together with the guidewire were removed from the patient's body. After removal, the balloon was unable to inflate outside the patient and the guidewire was kinked in the balloon shaft. The procedure was completed with a different device. No patient complications were reported and the patient status was good.